Event description:
It was reported that the programmer screen was freezing while doing measurements and pacing thresholds. Follow-up determined that the programmer was not changed out, that the user was able to "finesse" it through and complete the device check. The programmer was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event. It was noted that the stylus was damaged, as a result the stylus was replaced and calibrated. Also, the keyboard was damaged. Concomitant product: 229047 analyzer. (B)(4).